Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hemolysis coincident with the use of a one-link extension set. The cause or the amount of the hemolysis was not reported. No further detail was provided regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.